Event description:
The customer reported via phone call that the insulin pump was not delivering the proper amount of insulin. The customer stated that she changed the set every three days and the reservoir after five days. The customer's blood glucose was 16 mmol/l. The customer attempted to deliver insulin into the air, but no insulin exited. The customer was advised to change thee infusion set and reservoir every three days. The customer was advised to run a 5 unit fixed prime. The customer was advised to do the high pressure test as well. The customer was unable to perform the test at the time of the call due to being at work. The customer was advised to call back if further assistance was needed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.